Event description:
Lead management case to extract five leads due to cied system/pocket infection and bacteremia. The physician started the extraction using a 16f glidelight on the 1581 riata but was unable to make progress so the physician began switching back and forth on different leads. After progress stalled once again a tightrail 11f was attempted however did not seem effective so a 13f tightrail was introduced. The first lead that was extracted was the riata 1581 with a combination of laser and tightrail utilization. The second lead extracted was the 4068 from 1997. Some drops in blood pressure were noted at this time but no injury could be seen on tee. The unknown leads were then chosen for extraction. During removal of the ra lead the lead began to fall apart and the physician switched to the rv lead. Upon reaching the ra junction into the right ventricle progress stopped with laser and tightrail. Due to tough scarring and high traction forces the lld began sliding back. A visisheath was then used to manually dissect the lead. Upon reaching the obstruction the sheath had an unintended forward motion and a drop in blood pressure was noted. A chest tube was inserted and a sternotomy was performed. The patient did not survive the intervention.